Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). Reprogramming was done, and the lead remain in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.